Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('1 coil had expelled and currently in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("odd sharp pains") and abdominal pain ("shooting pain in my abdomen"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the device expulsion, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion and pelvic pain to be related to essure. The reporter commented: her surgery was laparoscopic and she was able to just do a normal tubal ligation on that side. It is not effecting her day to day life. But these odd sharp pains she get worry her slightly. Plaintiff reported 1 coil had been expelled and found in uterus. So immediate surgery was done and coil was removed. She still had another coil. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('1 coil had expelled and currently in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("odd sharp pains") and abdominal pain ("shooting pain in my abdomen"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the device expulsion, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion and pelvic pain to be related to essure. The reporter commented: her surgery was laparoscopic and she was able to just do a normal tubal ligation on that side. It is not effecting her day to day life. But these odd sharp pains she get worry her slightly. Plaintiff reported 1 coil had been expelled and found in uterus. So immediate surgery was done and coil was removed. She still had another coil. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event device expulsion, abdominal pain were added. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.